Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that they had high blood glucose but not hospitalized. Customer's blood glucose was 600 mg/dl. The customer was treated for high blood glucose with insulin pump. The customer was advised the 2 high blood glucose rule. The customer inquired if he should enter 599 into his pump and proceed. The customer was referred to his doctor stating medtronic can't tell him to do that.